Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the pacemaker exhibited no low voltage output. The pacemaker was not used and replaced. The patient experienced no consequences.

Manufacturer narrative:
The reported event of no pacing could not be confirmed. Visual examination noted burn marks on device's can consistent with procedural damage from electrosurgical cautery exposure. The device was received from the field with battery voltage above elective replacement level. Output and thermal test, mechanical stress test, and longevity assessment were normal and other anomalies were seen.